Event description:
It was reported that it was noted that the skin was starting to break down over the pump pocket site. The doctor decided to revise the wound and implant the pump at a deeper level to circumvent the pressure that was being exerted against the skin from the pump. Upon direct observation of the pump, after the incision was made in the abdomen, the doctor noted that there seemed to be excessive catheter that was coiled up in the pump pocket site leading him to suspect that perhaps the catheter had migrated out from the intrathecal space. The doctor then made a spinal incision in the lumbar area where the catheter was threaded into the intrathecal space. After making that incision in the spinal area, it was noted that the catheter had actually migrated out from the intrathecal space. The decision was made to replace the entire catheter because the patient had rods. The doctor put the new replacement catheter through the cervical spine threading the spinal segment retrograde and then splicing it onto another catheter that was tunneled from the pump pocket to the lumbar spinal segment and then up to the cervical spine. After conferring with the patient's managing physician, the doctor decreased the pump infusion rate from 661 micrograms every 24 hours to 100 micrograms every 24 hours. It was uncertain how much medication the patient had been getting, or how long the catheter had been out of the intrathecal space. It was never noted that the patient had been suffering any hypertonia or signs or symptoms of withdrawal over the past few weeks or months. The medication in the pump was lioresal at a concentration of 2000 mcg per ml. After surgery, the newly implanted catheter of 93 cm was primed with the appropriate volume of medication and the pump was restarted at 100 mcg per day. The patient was going to remain in the hospital and be observed for signs and symptoms of potential withdrawal. The patient was seen in the clinic on (b) (46 2010. At that time, his dose was increased from 175 mcg every day to 205 mcg every day for the subsequent seven days and then would be possibly be increased to 235 mcg after that if he demonstrated increased clonus in his bilateral ankles. The patient was scheduled for another follow-up appointment in approximately 3 weeks.

Manufacturer narrative:
(B) (4).